Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Imaging for procedure was done using intracardiac echocardiography (ice) and fluoroscopy. The watchman fxd access system (was) was in the laa, contrast was taken and the watchman laa closure device with delivery system (wds) was prepped. The was position was checked on fluoroscopy. The wds was then inserted. When fluoroscopy was looked at again, the was was not in the same position. Ice revealed a pericardial effusion. A contrast injection showed the was was in the left upper pulmonary vein. A pericardial tap was then started. 6000cc of fluid was removed and returned to patient and the patient was taken to surgery. The patient underwent a cardiac window procedure. A hole was noted in the laa and the laa was ligated. Patient was doing well.